Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the deployment of the valve, the valve dislodged. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed, and a trace leak occurred. Approximately 16 days following the implant of the transcatheter valve, the patient was hospitalized and an echocardiogram (tte) was performed, which revealed the valve had failed due to a severe paravalvular leak (pvl) and had migrated, causing severe circumferential aortic insufficiency (ai). Per the physician, the depth of the implant contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; s/n: (unknown); product type: 0195-heart valves; implant date: na; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the deployment of the valve, the valve dislodged. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed, and a trace leak occurred. Approximately 16 days following the implant of the transcatheter valve, the patient was hospitalized and an echocardiogram (tte) was performed, which revealed the valve had failed due to a severe paravalvular leak (pvl) and had migrated, causing severe circumferential aortic insufficiency (ai). Per the physician, the depth of the implant contributed to the event. Additional information was received indicating that during the procedure trace pvl was observed. The valve was initially implanted at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), but it dislodged ventricular to 10 mm on the ncc and 11 mm on the lcc. This dislodge occurred after full deployment was complete.